Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus and inspected, and the reported phenomenon was not duplicated / confirmed. No faults were found with the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be identified. From the technical guide of otv-s400, it was confirmed that e116 was the error code which represented charged coupled device (ccu) failure, and that the possible factor was the following. "Cpu failure, gpu failure, dimm failure, mb failure, ssd failure, and power failure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that an e116 error occurred while using the visera 4k uhd camera control unit. The issue occurred during the therapeutic procedure (uterine tumor removal); there was a 20-minute delay as a result, and the patient was not under anesthesia at the time. The procedure was completed with the same device and there was no patient harm associated with the event.